Event description:
It was reported that there was an over infusion and the ail detector not working. During a patient infusion of an IV with ativan gtt, the nurse noticed precipitation in the tubing. It was white in color. Once the pump started alarming completion, it was noticed that the IV tubing was dry from the IV bag past the IV pump. The IV pump did not alarm "air in line".

Manufacturer narrative:
The report of a device over infusing and failing to detect air in the line was not confirmed. ¿ the review of the pcu event log identified an infusion of lorazepam programmed on (B)(6) and continuing to infuse until (B)(6) 2019. The infusion program completed 7 times. Vtbi was changed after the last infusion program completed on (B)(6) 2019 at 9:11:11 am. At this time, the device alarmed for air in line 4 times, a delay of 15 minutes was set two times, and the pump alarmed for infusor door opened and check IV set. The unit was removed, re-added, and then removed again. The system was powered down at 10:51:03 am. Total volume of lorazepam infused was 398.671 ml. ¿ rate accuracy testing performed on the returned pump module found the device to be delivering fluid within specification. ¿ a thorough inspection of the pump module¿s air detection system was performed and found no irregularities. ¿ the air detection system was tested and found to be operating within specifications ¿ internal and external inspections of the pump module found no irregularities. The root cause of the reported over infusion and failure to alarm for air in line was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an over infusion and the ail detector not working. During a patient infusion of an IV with ativan gtt, the nurse noticed precipitation in the tubing. It was white in color. Once the pump started alarming completion, it was noticed that the IV tubing was dry from the IV bag past the IV pump. The IV pump did not alarm "air in line."